Manufacturer narrative:
Information was rec'd via published literature. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. However it was reported in the journal article from which the complaint was generated that, mis multi-reference 4-in-1 instrument technique was used for the surgery. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. The device history records could not be reviewed as the part and lot number is unk. A definitive root cause cannot be determined with the information provided. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/25952710.

Event description:
It is reported that two patients underwent a revision of the articular surface due to infection.